Manufacturer narrative:
Remains implanted in the patient.

Event description:
It was reported that allegedly the patient's magec rod is not lengthening. The rod remains implanted at this time, and has been implanted for almost (2) years.